Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that insulin drips were not observed, to be exiting the infusion set tubing, during the load fill process. Additionally, it was reported, that an occlusion alarm occurred. A system check was performed by tandem technical support. And the occlusion was found to be within the cartridge. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level.